Event description:
Healthcare professional later reported "breast ptosis" and "lateral malposition when supine."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: malposition.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant exchange with no complaint against the device". Later healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "implants were ruptured". This record is for the left side. Device was explanted.